Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure occurred on (B)(6) 2013 to remove the polyethylene acetabular liner and modular head due to an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The wash out procedure was of the hip and not the knee as was previously reported.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure occurred on (B)(6) 2013 to remove the polyethylene acetabular liner and modular head and wash out the hip joint.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.